Event description:
Customer reported he is having issues with the sensor. He states for the couple of days his sensor kept thinking he was low when he was actually the other way. With another sensor he had an issue, customer loaded it to serter and went to remove the plastic and the sensor came with it and only leaving the spring loaded cannula needle guide in the injector. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.